Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call hrm task did not grant motor power in reasonable time alarm on the insulin pump. Customer¿s blood glucose level was 321 mg/dl. Troubleshooting for the alarm was performed. Customer advised they were able to rewind the insulin pump however the alarm recurred and the issue remained unresolved. Customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No the hrm task did not grant motor power in reasonable time alarms noted during testing. (B)(4).